Event description:
It was reported that this right ventricular (rv) lead exhibited rising impedance measurements led to out of range and high capture thresholds. Which was believed to be caused by calcification. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. It was noted that the distal tip of the rv lead was calcified. No additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded that the clinical observation of pacing impedance high out of range - increasing gradually is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of pacing impedance high out of range - increasing gradually is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This pacing impedance high out of range - increasing gradually has been observed with this product previously and is a known inherent risk associated with its use and is documented in the labeling of the product.

Event description:
It was reported that this right ventricular (rv) lead exhibited rising impedance measurements led to out of range and high capture thresholds. Which was believed to be caused by calcification. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. It was noted that the distal tip of the rv lead was calcified. No additional adverse patient effects were reported.